Event description:
Her pt had a history of sinus infections, most recently treated in jul 2003, and a nasal fracture which had not been repaired. Pt also had a history of difficulty fighting staph infections. Pt underwent nasal surgery in which galfoam sponge was used. Forty-eight hours post surgery, pt developed an infection that required treatment with clindamycin IV. The family member described symptoms of a sunburn type rash on the face that peeled and a slight fever. The family member thought that the pt had a skin allergy, but the pt also had low blood pressure and nausea and so the family member suspected their pt may have had toxic shock syndrome (saw this in the package insert). Additional info was provided by the ent surgeon in sep. 2003. The pt underwent a septoplasty, resection of turbinates, ethmoidectomy, maxillary entrostomy (tissue removal) and rhinoplasty in 2003. Silastiac splints were used. Prior to surgery pt was on oral antibioitic therapy with augmentin which continued after surgery. The ent surgeon indicated that the pt had developed a facial cellulitis, etiology unk. Pt was hospitalized (date unk) and given clindamycin IV for 4 days, then continued IV therapy via a pic line. He did not believe that the pt experienced toxic shock as their vital signs did not indicate this. Pt had a syncopal episode after the procedure. Info was also provided by the pediatrician in sept. 2003. The pt presented with a lot of facial erythema and pain which he believed to be beyond the signs of a clinical infection. Pt was seen in the ent physician's office one week post op while hospitalized for removal of silastic splints put in during surgery as pt was not responding to antibiotic therapy. After the procedure, pt experienced a syncopal episode after leaving the office, etiology unclear and pt returned to the hospital. Subsequently, pt had peeling of the hands (glove-like). No cultures were performed. He was suspicious of a staphylococcal infection. The pt had a cellutitis post-op (diagnosed clinically), staphylococcal related, but no cultures were performed to determine an organism. He also did not believe this was a toxic shock reaction. The pt was doing well at the time of this report, but not fully recovered.